Event description:
It has been reported to co that during the procedure the tip of this device broke off and remained lodged in the coronary artery. On the physician's decision no attempt was made to retrieve the tip fragment therefore no surgical intervention was required.